Event description:
No further information has been made available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event is unable to be confirmed due to the lack of investigative inputs received from the customer. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source:event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up/final report will be submitted.

Event description:
It was reported the anchor pulled out during implantation. The surgery was completed with another device. No further information has been made available at the time of this reporting.

Manufacturer narrative:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.